Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-1-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, communication issues with the amplifier and left leg patch of the ensite surface electrode kit caused a delay to the procedure. When the advisor fl catheter (lot: 10122328) was inserted into the heart chamber, the catheter was not recognized on the setup screen. The amplifier and display workstation were rebooted, but with no resolution. The advisor fl catheter was replaced, and the catheter was recognized, allowing the map to be created. After that, the tacticath se catheter (lot: 10103572) was inserted into the heart chamber, but the catheter was not recognized on the setup screen. The amplifier and display workstation were rebooted again, but with no resolution. The tacticath se catheter was replaced to another tacticath se catheter (lot: 10096663), but the catheter was not recognized. Then the amplifier was rebooted again, the display workstation monitor displayed a message to replace the catheter. The tacticath se catheter was replaced with another tacticath se catheter (lot: 10096663), but with no resolution. After replacing the amplifier, restarting the case, and replacing the left leg patch of the ensite surface electrode kit, the issues were resolved. Rf delivery was performed with the tacticath se, and mapping was performed with the advisor fl catheter, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one ensite x surface electrode kit left leg patch was received for evaluation. The patch displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-1-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.